Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient rep reported that the patient was having problems with pain. When asked for event date, patient rep mentioned the patient had a fall in 2024 and patient rep mentioned that's probably when the implant moved down from their lower back to their hip. Patient rep stated that they saw medtronic representative today at the still water medical center, the representative was going to readjust where the device but they didn't have the charging cord, the battery won't hold a charge and the implant was dead. Patient rep confirmed that it was the controller battery that was not charging up. Patient rep mentioned they were told to call to get a new charger cord for the remote and another battery pack send so they can get it to reset. Agent asked and patient rep confirmed they did not have the equipment with them at the time of call. Agent advised patient rep to call back with the equipment for further troubleshooting. Patient rep commented the patient got hooked up on narcotics while she was in dallas and now they're watching the medication patient is using.